Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site by the vad coordinator that the patient was admitted from home on (B)(6) 2016 with complain of left sided weakness. Neuro surgery was consulted but no interventions were recommended at this time.  Anticoagulation was continued and the patient was monitored closely.  Physical therapy and occupational therapy (pt/ot) were consulted to work with the patient.  Serial head computed tomography (CT) remained unchanged over the course of the next couple days.  The patient was discharged home on (B)(6) with some residual weakness on the left side.  Patient is following with outpatient pt.  His anticoagulation regimen was unchanged.  To date, the patient is doing well and the weakness continues to improve. No additional information available.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed normal pump parameters and no alarms recorded for the 14 days leading up to the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Stroke is a known potential complication associated with all patients implanted with vads. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. Though the root cause of the reported event cannot be conclusively determined; clinical factors that may have contributed include the patient's recent thrombus event requiring pump exchange, history of device thrombus, and device-required therapy. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.